Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the implantable cardioverter defibrillator (ICD) system the defibrillation lead could not be inserted smoothly into the device and the pacing impedance was abnormal. The physician used the wrench to rotate the set screw several times and found that there was slippage. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.